Event description:
It is reported that the device was implanted in 2007. Approximately 2 days post-op, the stem migrated proximal. Date of explant is unknown.

Manufacturer narrative:
Evaluation summary: details of proceedings of surgery are not available. Probable cause for current situation is unknown. Evaluation codes: stem was received with head attached. Stem appears to be in "as new" condition and shows only some small spots on the lateral side of the device. Stem was verified to match profile overlay. Device history records indicate manufacture to specification. No x-rays received with complaint.